Manufacturer narrative:
The lead was abandoned and has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead displayed loss of capture at the maximum device output. It was reported that the patient had a myocardial infarction at the contact point of the pace/sense lead. The lead was abandoned surgically and a new lead was successfully implanted. There was no report of adverse patient effects due to the lead replacement procedure.